Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Pump monitored in 50c oven for several days and no blank display noted. Pump received with normal operating currents. No damage found on the lcd isolation tape noted. However, pump received with intermittent button response due to moisture damage keypad traces. Pump received with cracked reservoir tube lip, scratched lcd window and cracked battery tube threads. (B)(4). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that customer experienced keypad anomaly. It was reported that the "b" button was not responding, even after battery change. Customer's blood glucose was 257 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.